Event description:
Device 1 of 3. Ref MFR report: 1627487-2013-26059, -26060. It was reported, the patient has lost stimulation and cannot communicate with the ipg using the programmer or charger. Another charger and programmer have been tried but were unsuccessful. X-rays are pending to check lead placement.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.